Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. No alarms were logged around the reported event date; however, momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Concomitant medical products: ddbc3d4 ICD implanted: (B)(6) 2015; 6947m55 lead implanted: (B)(6) 2015; 5568-45 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought they heard a loud beep from their controller. Log file analysis indicated there had been no alarms. The controller remains in use. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.